Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to the battery contacts having poor contact related to contamination. It was also noted that issues were noted during boot up. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for preventative maintenance subsequently tested out of specification during manufacturers assessment. There was no patient involvement.